Event description:
It was reported that the ins reached normal battery depletion per longevity calculation. Prior to ins replacement, impedance measurements for electrodes 0 and 1 were 34 ohms, the rest were normal with the left side. Electrodes 0 and 1 were not used in her programs. The therapy impedance was 673 ohms while her device was programmed at: +case, -1, 4.0v 120microseconds, 185 hertz. The right side had impedance measurements of 15,000 ohms with electrode 6. Electrode 6 was not used in the programs. The device was programmed at the following settings: +case, -5, 4.2v, 90microseconds and 185 hertz. The impedance measurements at these settings were 936 ohms. Additional information has been requested.

Event description:
It was reported that the battery was replaced due to low battery. It was noted that the patient had a relatively high setting and the patient had a short in one of her leads in the left vim but cleared when battery was switched. It was reported that the impedances was checked intraoperative and everything was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).